Event description:
It was reported that this was an intervertebral fusion (l4 right) for stenosis on (B)(6) 2024. In the surgery, during the final fastening, the tip of the tightener driver in question was threaded off. The tip is presumed to be wedged into the set screw. Since it is impossible to replace the set screw, the surgery was terminated as is. The torque wrench always idles with a certain amount of force, but it took a lot of force on that day. Since when the torque was used to the end, the other screws were likely to be screwed off at the tip before torque was applied, the final fastening of the set screws were done without applying torque to the end. The surgery was completed successfully within 30 minutes surgical delay. The surgeon commented that it took a lot more force than usual. No further information is available. This report is for one (1) viper2 final tightener handle. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: e3: reporter is a j&j sales representative. H3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A1-a3 b5 h3, h4, h6 investigation summary the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that exhibits scratches all over the surface. The overall appearance of the device is that of the years had been used. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedure. A dimensional inspection was not performed as it is not applicable to the complaint condition. A functional test was performed but the inner damage of the rotation mechanism can exceed the torque limiter tester average, only one attempt was performed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the viper2 final tightener handle would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history a review of the receiving inspection (ri) for viper2 final tightener handle, was conducted identifying that lot number gb70863 was released in one batch. Batch1: lot qty of (B)(4) units were released on jan 4, 2016 with no discrepancies supplier: (B)(4) inc. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported on (B)(6) 2024, an x-ray confirmed that the threaded screwdriver tip remains in the patient. Surgeon recommended removal. Patient declined revision surgery.